Event description:
It was reported that the external pulse generator (epg) was not pacing properly. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. It was noted that the upper and lower cases were broken, the ring and side bail covers were broken, the battery contacts were compressed, the ring bail was bent, the serial number label was torn and the main printed circuit board (pcb) was contaminated.